Event description:
The pt reported not hearing after returning home from the holidays. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery was scheduled. The healthcare professional has been informed that the explant device should be returned to cochlear corp.